Manufacturer narrative:
Complaint conclusion: as reported, the plug deployment button of a 7f exoseal vascular closure device (vcd) could not be pressed when the device was withdrawn to the point where the indicator window turned black. The entire device was then removed, and manual compression was applied instead. There was no reported patient injury. The procedure was performed using a retrograde approach, and the physician achieved certification on the use of the exoseal vcd. The device showed no visible damage prior to use, and a 7f non-cordis sheath introducer was utilized. The device was stored and prepared per the instructions for use, and the exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. When attempting to depress the button, it would only depress partially, and excess force was required to fully depress it; the indicator window was solid black and no red color was observed during retraction. Angiography confirmed the suitability of the femoral artery with an insertion angle of 30¿45 degrees, and vessel diameter was verified to be at least 5 mm. The puncture site showed mild calcium/plaque, no tortuosity, no stent near the puncture site, no stenosis greater than 50%, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. One non-sterile 7f exoseal vascular closure device was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in the manufacturing position, and the indicator wire was found fully deployed. A 7f cordis avanti catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was in the black/white position. During this visual analysis, no additional anomalies were reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, resulting in proper indicator wire retraction and plug deployment as expected. The indicator window also displayed the black/white/red position as anticipated. A high-magnification evaluation was conducted to assess the internal mechanism. During this analysis, no abnormal conditions were observed. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device as the deployment lever was able to be fully depressed during functional analysis and successful plug deployment occurred. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site, and patients who within = 1 cm of the puncture site have fluoroscopically visible calcium, atherosclerotic disease, or a stent. As warned in the instructions for use (IFU), which is not intended as a mitigation, the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Event description:
As reported, the plug deployment button of a 7f exoseal vascular closure device (vcd) could not be pressed when the device was withdrawn to the point where the indicator window turned black. The entire device was then removed, and manual compression was applied instead. There was no reported patient injury. The procedure was performed using a retrograde approach, and the physician achieved certification on the use of the exoseal vcd. The device showed no visible damage prior to use, and a 7f non-cordis sheath introducer was utilized. The device was stored and prepared per the instructions for use, and the exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. When attempting to depress the button, it would only depress partially, and excess force was required to fully depress it; the indicator window was solid black and no red color was observed during retraction. Angiography confirmed the suitability of the femoral artery with an insertion angle of 30¿45 degrees, and vessel diameter was verified to be at least 5 mm. The puncture site showed mild calcium/plaque, no tortuosity, no stent near the puncture site, no stenosis greater than 50%, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.